Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. It was reported that no further information will be released by the hospital or surgeon. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right shoulder was revised due to instability. The patient's total shoulder was converted to a reverse shoulder (humeral head and glenoid were revised).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
It was reported that the patient's right shoulder was revised due to instability. The patient's total shoulder was converted to a reverse shoulder (humeral head and glenoid were revised).